Event description:
Event description cpi received information that this large patch lead was repaired. During a replacement procedure of an implantable cardioverter defibrillator (ICD), the physician placed a silicone sleeve on the proximal portion of this lead to seal an observed nick in the insulation.